Event description:
The consumer was being transferred from her bed to the wheelchair, when she allegedly cut her left leg on the top of the hydraulic pump. No serious injury is alleged.

Manufacturer narrative:
Device has been in use for 7 years with no reported incidents and is no longer in warranty. During transfer user came in contact with the pump lever resulting in alleged injury. Dealer inspected the device and reports no sharp edges. Current user guide covers proper transfer methods. Device remains in use. MDR filed based on alleged injury.